Event description:
It was reported that pump displayed a minimum fill notification while customer was attempting to load new cartridge, despite sufficient usable insulin remaining. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed by technical support, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin; no additional issues were reported.